Manufacturer narrative:
The event was life threatening, during a procedure to treat atrial fib with rf, a moderate amount of fluid was noted on the ice image to be present in the pericardium and needed the surgical intervention which included a paracentesis, blood transfusions and surgery and also the patient required hospitalization. Follow up with (B)(4) found the patient doing well and the prognosis for the patient was satisfactory. Causality of adverse event was possible procedure related. The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: lasso 2515 nav variable catheter, us catalog #: ln122515ct, lot # 15341813l; soundstar 3d diagnostic ultrasound catheter 10f, us catalog #: sndstr10, lot # 10036558; webster electrophysiology catheter with auto ID, us catalog #: d610drp10ct, lot # 15083440; preface guiding sheath with multipurpose-short curve, us catalog #: 301803ms, lot # 15249227; heartspan transseptal needle & stylet kit, us catalog #: fnd01902, lot # s34241; coolflow irrigation pump, us catalog #: cfp002 , (B)(4); stockert 70 rf generator, us catalog #: s7001 , (B)(4); carto 3 system, us catalog #: fg540000 , (B)(4). (B)(4).

Event description:
It was reported that while having an afib procedure performed the patient suffered a perforation in the left atrium of the heart. The patient had a pericardiocentesis performed and was given multiple units of blood. The patient was in transit to the operating room at the time this event was being called in. There was no malfunction with any equipment noted and no error messages reported. In use were the following bwi items: carto3, stockert, cool flow pump, 2 preface sheaths (disposed of), and a heartspan needle (disposed of).